Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a 24-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for depression: lexapro. Concurrent conditions included obesity. Concomitant products included medroxyprogesterone (depo provera) and sertraline (zoloft) from (B)(6) 2015 to (B)(6) 2015. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced abdominal pain lower ("severe lower abdominal pain / severe abdominal cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), constipation ("constipation"), vomiting ("vomiting"), migraine ("migraines"), skin disorder ("skin conditions"), headache ("headaches"), gastrointestinal pain ("intestinal tract pain") and rash ("rashes"). In 2015, the patient experienced depression ("depression"). On (B)(6) 2015, 1 year 6 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced dysmenorrhoea ("severe, abnornlal menstrual pain"). On an unknown date, the patient experienced amenorrhoea ("amenorrhea") and procedural pain ("suffered a painful post-operative recovery"). The patient was treated with surgery (total vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, amenorrhoea, dysmenorrhoea, abdominal pain lower, procedural pain, vaginal haemorrhage, menorrhagia, constipation, vomiting, migraine, skin disorder, headache, gastrointestinal pain and rash had resolved and the depression had not resolved. The reporter considered abdominal pain lower, amenorrhoea, constipation, depression, dysmenorrhoea, gastrointestinal pain, headache, menorrhagia, migraine, pelvic pain, procedural pain, rash, skin disorder, vaginal haemorrhage and vomiting to be related to essure. The reporter commented: since having the surgery, patients symptoms are mostly resolved, though some remain diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: confirming full occlusion of both fallopian tubes. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record: pelvic pain, dysmenorrhea, amenorrhea, vaginal bleeding, vomiting and rash." Most recent follow-up information incorporated above includes: on 5-mar-2018: reporter information was updated. This case is medically confirmed. This case concerns 24 year old patient. Her demographic was updated. Essure insertion and removal was updated. Essure indication was amended. Following events were added: depression, abnormal bleeding (vaginal/ menorrhagia), constipation, vomiting, migraines, migraines, skin conditions, headaches, intestinal tract pain and rashes. She had recovered form aforementioned events except depression. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, 1 year 6 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced amenorrhoea ("amenorrhea"), dysmenorrhoea ("severe, abnormal menstrual pain"), abdominal pain lower ("severe lower abdominal pain / severe abdominal cramping") and procedural pain ("suffered a painful post-operative recovery"). The patient was treated with surgery (underwent a transvaginal hysterectomy and bilateral salpingectomy to remove the essure device). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, amenorrhoea, dysmenorrhoea, abdominal pain lower and procedural pain was resolving. The reporter considered abdominal pain lower, amenorrhoea, dysmenorrhoea, pelvic pain and procedural pain to be related to essure. The reporter commented: since having the surgery, patients symptoms are mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: confirming full occlusion of both fallopian tubes. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.